Event description:
It was reported that an unknown intravenous (IV) tubing set was leaking an unknown IV fluid from an unknown part of the IV tubing during patient transportation from the post anesthesia care unit (pacu). No report of patient injury. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown. It is known that this event was reported to have occurred sometime in (B)(6) 2013. The sample was not available for evaluation. Therefore, no evaluation can be performed. Should additional relevant information become available, a supplemental report will be submitted.